Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that almost 2 years after two dental implants were installed in intraoral regions #7 and #10, it was verified their non-osseointegration. The patient presented insufficient bone quality/quantity (bone type iii) and immediate load was not performed.